Event description:
Received infant from MRI. Pcvc with MRI tubing attached to syringe of ivf. Syringe pump noted to be dripping ivf, white port near syringe open and leaking fluid, port closed and a few minutes later port noted to be open and leaking again. New fluids obtained and line changed to regular tubing. No issues with line infusing since. Tubing given to nurse educator.